Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The spider 2 instructions for use warns, ¿always hold the spider2 and/or patient¿s limb while positioning the spider2.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder arthroscopy surgery the spider tenet was not locking. No delay or other complications were reported. It was required extra staff member to hold the patient extremity. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.